Event description:
Reporter stated that patient received the following results on performa nano system compared to a professional meter within 10 minutes: 9.2 mmol/l (performa nano system) and 4.2 mmol/l (professional meter). Customer was taken to the hospital and admitted due to hypoglycemia. Customer has since recovered and is doing well at home. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.